Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that a hole was in the silicone tubing near the patient connector. Functional testing including clear passage testing. And clamp function testing were performed with no issues noted. Leak testing was also performed and failed, due to a leak at the location of the hole in the silicone tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.